Event description:
It was reported patient underwent an initial hemi-shoulder arthroplasty on (B)(6) 2003. Subsequently, patient was revised on (B)(6) 2013 due to a head fracture. The surgeon revised from a hemi-shoulder to a reverse.

Manufacturer narrative:
Examination of returned device found the cause of the fracture is unknown due to post fracture damage. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."